Manufacturer narrative:
The customer reported falsely decreased potassium, chloride and calcium results. The samples were re-centrifuged by the lab prior to being retested on another architect in the lab, and all results were within normal range. Through communications between the technical customer specialist and the lab manager, it was determined the samples may have been clotted. A review of the service history of the architect c803949 verifies no subsequent issues have been reported. No contributing factors in the month prior to the complaint were identified in regards to the system. A review of the architect systems operations manual addresses requirements for handling specimens, operational precautions and limitations and troubleshooting of the generated error codes. The architect ict and calcium package inserts adequately address sample handling, performance characteristics, assay processing, and interpretation of results. A review of tickets for the architect c8000 system found no similar issues as described in this complaint and no trends were identified. Use error may have contributed to the customer's issue as multiple assays recovered low the samples processed at a one location, then recovered normal after centrifuging a second time. Based on the investigation no product deficiency was identified for architect c8000 system. (B)(6). No additional patient information was obtained from the customer.

Event description:
The customer reported falsely decreased potassium (k), chloride (cl), and calcium (ca) results on 3 patient samples. (B)(6). There was no reported impact to patient management.